Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubble were observed along the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Multiple attempts were made to follow up with the customer; however, the customer did not provide any additional information.